Event description:
It was reported to philips that the device keep on restarting. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. No further investigation or action is warranted.